Manufacturer narrative:
Replaced hv tube and recalibrated hv components. Tested all c-arm operations including full power fluoro and boost film mode and pulse/cine. Tested all fluoro functions including collimator/shutters image manipulation and save. Performed beam alignment. System functions as intended.

Event description:
It was reported that the system overheated and shut down during a colon stent procedure.